Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. UDI : (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on january 21, 2020 revealed that the part of the roller where the ratchet fits on the device is in good shape. The carrier was fed through the device using the loaner ratchet that was received with the device. The comb was slightly bent but the pretesting was able to be taken. The calibration was within specifications and produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 21, 2020 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed. The comb was replaced proactively. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that the handle was not working with the carrier. Event did not occur during surgery. No additional event information is available. No adverse events were reported as a result of this malfunction.